Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated, within the risk stratification range, troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system on one patient's sample. The original specimen was re-tested and resulted within the normal reference range. The result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a serum tube and was centrifuged at 3,000 rpm for ten minutes. Qc data was not supplied. A system check was performed on (B)(6) 2010 and all portions were within published specifications. A field service engineer (fse) was dispatched: the fse inspected the system, verified alignments and found the instrument was working per specifications. No root cause was determined for this event.